Event description:
Device malfunction: none. Time of symptoms/ae: during hospitalization. Symptoms/ae: stroke. It was reported that the patient was admitted after a right cerebral hemispheric cva (within previous 7-days). The procedure date was 2006. Approximately 36 hours after the lic-cas, the patient had a progression of the previous cva in the area served by ric artery. There was no reported change in function of area served by the lic artery. The treatment was noted as physical therapy, occupational therapy, and speech therapy, and the continuing condition was noted as chronic. The patient was discharged to a rehabilitation facility/skilled nursing home on 8 days later. No additional information available.

Manufacturer narrative:
B5: capture 2 study event.